Event description:
It was reported that the patient experienced herniation of an inflatable penile prosthesis(ipp) reservoir. The reservoir was removed and replaced. No further complications were reported.